Event description:
A female pt called to report two experiences of ocular irritation, tearing, redness, a 'sandpaper' sensation (foreign body sensation), and light sensitivity approximately 6 to 8 hrs after inserting her fresh look contacts which had soaked overnight in the oxysept ultracare formula peroxide disinfection system. She stated she soaked her contact lenses in oxysept disinfecting solution/ neutralizing tablets from several days up to a week, then applied them. Each time she wore them, she did not notice her reported symptoms building up over time as she wore her contact lenses. Her eyes remained red for several days each time, so she stopped wearing lenses while symptomatic. Directions for use were reviewed with the pt. In f/u with the pt two days later; she reported that her symptoms had resolved with only a small amount of light sensitivity when she went outside. She did not seek medical treatment for her reported symptoms at that time. In f/u the pt reported that she sought treatment 21 days after our last contact, was diagnosed with 'peroxide burns' and was treated with tobramycin/dexamethasone for her reported symptoms. F/u with the examining physician indicated the date of exam: (B)(6) 2011; the pt's diagnosed was severe keratitis. The pt had a pre-existing condition of dry eyes with keratitis; and the doctor stated that "her original keratitis may have been caused by dry eye syndrome, but could have been exacerbated by a 'faulty' peroxide cleaning system." The pt wsa treated with topical steroid/antibiotic (tobradex) for 10 days and artificial tears. The doctor feels the event was 'possibly' related to her using the oxysept ultracare system; and her experience was eyesight threatening.

Manufacturer narrative:
(B)(4) photophobia. MFR of reported device performed batch record review, visual and chemistry evals of the complaint unit and product retained from lot# zh02507 (disinfecting solution); all analyses were within product specifications. Please see related report #2020664-2011-00083 oxysept neutralizing tablets. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion become available, a supplemental report will be submitted.